Event description:
It was reported that the hook portion popped off during case. Not sure if it got lost in pt, or if it is pressed into probe. No adverse reactions as of now.

Manufacturer narrative:
Device has not been returned for investigation. A follow-up report will be submitted when new info is learned.